Event description:
The customer stated that one patient sample generated a false positive result of 115 miu/ml for the architect b-hcg assay. The patient was redrawn the following day and the new sample generated a negative result (no specific data was provided). The initial sample of the positive result was then retested and a negative result of 18 miu/ml was obtained. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.

Manufacturer narrative:
Product evaluation was conducted in order to investigate this issue. A labeling review. This concluded that there is sufficient guidelines and information surrounding the occurrence and probable causes of discrepant patient results. The ticket trending data review concluded no adverse trend was identified. Testing was executed using internal quality file samples as there was no return material available. Testing addressed the ability of architect total beta-hcg reagent lot 08909jn00 to accurately detect beta-hcg concentrations in abbott architect total beta-hcg controls and panels. Results obtained met validity and acceptance criteria thus demonstrating architect total beta-hcg reagent lot 08909jn00 is performing acceptably and within label claims. Based on the evaluation results, no deficiency was identified related to the alleged malfunction reported by the customer.